Manufacturer narrative:
It was claimed that that the ventilator generated a technical error codes indicating a disabled valves and communication error. Identification of issue has been done by analyzing problem description, service report and device¿s logs. There was no patient harm. Based on technician statement, reported issue was confirmed. Moreover, another technical error code indicating communication error has been found in device's logs. The control printed circuit board (pcb) and monitoring pcb were reseated to resolve the issue. If a defect related to the reported error codes appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If the fault condition appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error codes indicating a disabled valves and communication error.there was no patientharm. Manufacturer's ref. #: (B)(4).